Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the malfunction alarm was cleared and insulin delivery was able to be resumed. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 40-60 mg/dl range. No additional information was provided and the customer declined further troubleshooting with tandem technical support. Reportedly, customer continued using pump for insulin therapy.